Event description:
During the implant procedure, the patient experienced hemoptysis. Following the placement of the guidewire in the target location, the delivery catheter was advanced through the sheath and over the guidewire. The delivery catheter was then place in the left pulmonary artery and prior to sensor deployment, the patient started coughing. The sensor was still able to be deployed and the guidewire and delivery catheter were then removed. The patient was then suctioned and blood was noted. The sensor was calibrated and after such the physician conducted an angiogram to see if there was any active bleeding. No bleeding was noted and the patient's oxygen saturations remained stable with no oxygen requirements. The patient was admitted for observation in a stable condition and IV diuretics were administered. No further bleeding was noted. The physician believed the delivery catheter caused the hemoptysis because of the timing of the event, specifically when he had the delivery catheter in the main pulmonary artery and moved it into the target location, that is when the patient began to cough. There were no performance issues noted with the delivery catheter and the delivery catheter was discarded at the hospital. The physician did not feel there was a clinically significant delay caused by the issues experienced.

Manufacturer narrative:
The reported event cannot be determined as the product was not returned for further investigation. Per the IFU, hemoptysis is a known inherent risk of sensor implantation.